Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false positive troponin (tni) results using the triage cardiac panel. Emergency dept pt; initial symptoms: unk. No specific clinical info was given. Full draw, wb-edta. Reference ranges: ck-mb 0.0 to 8.0. Tni 0.0 to 0.05. Myo 0.0 to 149.